Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4). ¿ the dentist reported that the dental implant had to be removed in the installation surgery because of its instability. The installation region was 22#, 32 ncm of primary stability was achieved and the patient presented bone type iii.